Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported ¿lithotriptor wire could not be threaded¿ issue could not be confirmed. Since the wire had been removed from the tube sheath and not returned, the operating wire was cut at the point where the operating pipe and operating wire meet. A representative olympus bml v-system mechanical lithotriptor handle was used and connected to the returned lithocrushv mechanical lithotriptor. As a result, the lithotriptor handle was able to attach and detach the wire joint with no problem. The stopper was attached and removed from the lithotriptor handle with no problem and when the screw was turned in the lock direction and the wire joint release button was fixed, it was not possible to connect the pipe. No product problem was found. The event may be detected/prevented by following the instructions for use which state: use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotripter bml-110a-1. A lithotripter cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotripter by considering that it may lead to damaging the instrument and that open surgery may have to take place. Make sure to have the stopper and the bml handle connected. If the instrument separates from the bml handle during operation, the pipe may break or become uncontrollable. Also, this instrument with calculus engaged may not be removed from the body. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the customer that during preparation for an unknown procedure, the single-use mechanical lithotriptor wire could not be threaded. The intended procedure was completed without delay with a similar device. The patient was under propofol sedation. There were no reports of patient harm.